Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill. Correction of method and result evaluation codes.

Event description:
Consumer reported complaint for low blood glucose test results. The imaging technician is calling on behalf of a facility. On (B)(6) 2016 a blood glucose test was performed fasting with a patient and produced test result of 51 mg/dl. The expected fasting blood glucose range for the patient is 80mg/dl to 200mg/dl. Another blood glucose test was performed non-fasting with a different patient and produced results of 86mg/dl. The expected blood glucose range for the second patient was not provided. The patients both feel well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/13/2018 and open vial date is 03/08/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Device evaluation in progress.

Event description:
Consumer reported complaint for low blood glucose test results. The imaging technician is calling on behalf of a facility. On (B)(6) 2016 a blood glucose test was performed fasting with a patient and produced test result of 51 mg/dl. The expected fasting blood glucose range for the patient is 80mg/dl to 200mg/dl. Another blood glucose test was performed non-fasting with a different patient and produced results of 86mg/dl. The expected blood glucose range for the second patient was not provided. The patients both feel well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The imaging technician is calling on behalf of a facility. On (B)(6) 2016 a blood glucose test was performed fasting with a patient and produced test result of 51 mg/dl. The expected fasting blood glucose range for the patient is 80mg/dl to 200mg/dl. Another blood glucose test was performed non-fasting with a different patient and produced results of 86mg/dl. The expected blood glucose range for the second patient was not provided. The patients both feel well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.